Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing.

Event description:
It was reported that during a cuff repair surgery the tip of the scorpion needle broke. A piece of the needle is still in the patient supraspinatus. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. On 17-feb-2025: reveived further information that thetip of the scorpion needle broke and is still in the supra spinatus. That was seen when they took an x-ray. They decided not to do a second surgery and left the little piece in the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.